Event description:
The customer reported falsely depressed calcium and sodium results generated on the architect c4000 processing module. The following data was provided: patient results: calcium results (reference range: 8.4-10.5 mg/dl): initial run = 5.5 mg/dl; reran on different instrument = 8.9 mg/dl. Initial run = 5.7 mg/dl; reran on different instrument = 8.8 mg/dl. Sodium results (reference range: 136-145 mmol/l): initial run = 114 mmol/l; reran on different instrument = 139. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely depressed calcium and sodium results generated on the architect c4000 processing module. The following data was provided: patient results: calcium results (reference range: 8.4-10.5 mg/dl): initial run = 5.5 mg/dl; reran on different instrument = 8.9 mg/dl, initial run = 5.7 mg/dl; reran on different instrument = 8.8 mg/dl. Sodium results (reference range: 136-145 mmol/l): initial run = 114 mmol/l; reran on different instrument = 139. There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the architect c4000 processing module, serial number (B)(6) and performed multiple troubleshooting procedures including part replacement. Service replaced the cc cuvette dry tip, and the issue was resolved. No additional discrepant results were reported since the part was replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues for discrepant results as described in this complaint. Additionally, review of trending data associated with the cc cuvette dry tip did not identify an increase in complaint activity. The device history record was reviewed and did not identify any nonconformances or deviations associated with the cc cuvette dry tip and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c4000 processing module, serial (B)(6) or the cc cuvette dry tip were identified.